Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen display became intermittently unresponsive. The pump was reset resolving the issue. Customer's blood glucose level was not impacted.